Event description:
In 2003, the pt reportedly was seen for infection (etiology of infection not given) at the implant site. The pt was referred to an infection specialist. The pt was prescribed antibiotic treatments and monitored by the center for several months. Six months later, the implant surgeon decided to schedule surgery to explant the device due to the unresolved infection.